Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly dr. (B)(6) removed it all. The shell loosened, looks like the screw head snapped. The doctor claims metal debris appearing on x-ray/dissimilar metals is contributing.